Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient received emergency room treatment for a blood glucose of 500 mg/dl with large ketones, nausea, stomach pain, and vomiting. Treatment included an IV insulin drip. During troubleshooting, customer support found that when the battery is removed for less than 24 hours, the pump's time/date reset to default settings. Reporter alleges this has been occuring since 2014. The time/date issue is not being reported as issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. The compliant is being reported as the patient experienced hyperglycemia due to the use error of not verifying the time and date.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings. The black box shows evidence of a time/date reset after por on (B)(6) 2016 15:36. When pump was powered back on time/date was set (B)(6) 2016 06:54 and deliveries resumed. On (B)(6) 2016 14:42 por occurred; when pump was powered back on time/date was set (B)(6) 2016 07:01. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking. Battery compartment is cracked on the side from threads to cover. Audio bolus button cover is torn; the button is fully responding to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.